Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had experienced hyperglycemia with blood glucose of 438 mg/dl. The customer experienced any symptoms such as frequent urination as a result of high blood glucose and infusion set had bent cannula. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode feature at the time of event. The insulin pump will not be returned for analysis.